Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a new cartridge and patient line tubing, the customer did not observe insulin drips from the end of the tubing during the fill tubing process. Then, the customer began the process again using brand new supplies. While troubleshooting with tandem technical support, customer performed the fill tubing step and observed insulin dripping out of the end of the tubing. The customer's blood glucose level was 126 mg/dl.